Event description:
Device was returned for repair only with tip broken off and missing. In contact with sales rep who sent the device in, it was confirmed that the device had broken while in use in a knee procedure. Surgeon retrieved device after taking an x-ray to locate it. No incident report was filed at the hospital. There was no pt injury resulting.